Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. A diagnostic error occurred.updates/corrections made to sections: b1, b2, b5, d6b, d9, g3, g6, h2, h3, h6, h10.

Event description:
Deflation resulting in explantation.